Event description:
As the doctor connects the delta valve to the catheter with a suture, the connector is cutting through the catheter. The suture remains intact, as well as the valve - the catheter is breaking. The doctor feels that something in the connector is slicing through.